Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-mar-2023. H6: investigation summary: our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there were no abnormalities or damages on the samples. The samples were functionally tested, and manual retraction was successful on both samples. Bd cannot determine a manufacturing related root cause since the defect was not confirmed by the sample evaluation. Production records were reviewed, and this batch met our manufacturing product specification requirements.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was difficult to disengage/remove during use. This occurred with 2 catheters. The following information was provided by the initial reporter, translated from chinese: "the operating room teacher reported that the needle core could not be withdrawn when the product was used by the patient, and the patient had no effect;".

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was difficult to disengage/remove during use. This occurred with 2 catheters. The following information was provided by the initial reporter, translated from chinese: "the operating room teacher reported that the needle core could not be withdrawn when the product was used by the patient, and the patient had no effect;"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.